Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer got electrocuted and they think the insulin pump might have been damaged. They stated that when they changed the set the insulin pump kept beeping. They received a post reset ram alarm. Troubleshooting was performed. They were advised that they experienced an unexpected restart. They stated that the insulin pump was neither stored nor without a battery for more than 8 hours. The customer state the alarm did not occur immediately after a battery change. The customer¿s blood glucose level was 47 mg/dl. They did not mention how they treated for the low blood glucose. The device will be replaced and returned for safety reasons as it went through an electrocution.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.